Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, failure of the circuit board was confirmed during evaluation, and from this, we presume that the phenomenon ¿power of the device goes down¿ occurred due to failure of the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name to long: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the power unit of high-definition liquid crystal display monitor was damaged, and the device power off after a while. The issue occurred during reprocessing. There was no delay reported. There were no reports of patient harm.